Event description:
Medtronic legal received information regarding the customer's passing from the attorney of the family. The information received on 11/19/2015 stated the following- reporter alleges: while using the insulin pump on or about (B)(6) 2013, the customer suffered complications related to hypoglycemia while operating a motor vehicle. Due to low blood glucose caused by underdelivery of insulin from the insulin pump, the customer was unable to maintain control of his truck. His truck went off the road, rolled, and ejected the customer from the cab. The customer has suffered injuries from this accident, including a fractured spine and brain damage that will require lifelong medical care and treatment. The customer's injuries were the result of his extremely low blood glucose, which were caused by overdelivery of insulin from the insulin pump that the customer was using at the time.

Manufacturer narrative:
Additional information has been provided that was not included on the initial complaint: the customer expired from injuries on (B)(6) 2016. Please reference MFR report number 3004209178-2016-46903 for device evaluation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that on or around (B)(6) 2013, customer experienced a hypoglycemic episode due to insulin over delivery and suffered a vehicle accident. It was reported that customer lost control of his vehicle, went off the road and was ejected from his vehicle. As a result, customer suffered brain damage and a fractured spine. Customer was using insulin pump at the time of accident.

Manufacturer narrative:
Please see this report for the serious injury report event as the event summary, aware date and type of report has been updated with this report. Medtronic became aware of the event on (B)(4) 2015. Please reference report number 3004209178-2019-78481 for death.

Event description:
It was reported that the customer suffered a vehicle accident on (B)(6) 2013. The customer experienced a hypoglycemic episode caused by an under delivery of insulin and cause a vehicle accident. It was reported that the customer lost control of his vehicle, went off the road and was ejected from his vehicle. As a result, customer suffered brain damage and a fractured spine. Customer was using the insulin pump at the time of the accident.

Manufacturer narrative:
The serial number has been updated with this report . Failure analysis aware date was (B)(4) 2016. The insulin pump underwent a visual inspection which minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip, stained end cap sticker, slightly cracked end cap. The test battery 1.607 volts. The insulin pump alarmed lost sensor, sensor feature will be turned off. The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self and unexpected restart error tests. All operating currents are within specification. Off no power alarm functioned properly. The weak battery alarmed occurred when unit was connected to the test set-up, reconnected the unit and no unexpected weak battery alarm noted. The infusion set test appendix: measurements: flow test results 95.0 sccm pass. The visual inspection which found no bent or crimped tubing noted. The tubing had unknown liquid in the tubing. Tubing was cut 19 1/4 inches. The reservoir test appendix: during visual inspection no damage was noted on the reservoir. Brown debris noted at the end of the reservoir. The measurements no leaks noted. The reservoir passed testing.